Event description:
The right ventricular (rv) lead triggered a low rvtip/rvcoil pacing impedance alert. It was noted that the patient has a chronically low rvtip/rvcoil impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).